Event description:
It was reported that high thresholds were observed on the left ventricular (lv) lead. During extraction, the physician attempted to remove the lv lead, however, was unsuccessful due to the tip getting stuck in the patient's coronary sinus. The lv lead was cut, capped, and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4574-45 lead, implanted: (B)(6) 2005; a 6947-58 lead, implanted: (B)(6) 2010. (B)(4).